Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to displaying due to displaying error 1660. The device was powered up and alarmed error 1660 which is an issue with processor on the circuit board. It's recommended to replace the circuit board to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was alarming error 1660 during testing. There was no patient present at the time of the event. There were no reported adverse events.